Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.0 mm x 40 mm x 135 cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.